Manufacturer narrative:
Pending follow up on cause of catheter disconnection. A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter revision kit, verification of all final testing performed by/on the us catheter revision kit, verification of sterilization, and packaging for subject us catheter revision kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter revision kit function. Device was not returned for additional evaluation and investigation. Per the instructions for use of the device, catheter disconnection is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Representative reported a catheter revision. Representative reported that the patient alleged a lack of pain relief and swelling in their pump pocket. During the revision surgery it was confirmed that the catheter became disconnected at the revision connection point.

Event description:
Additional information confirmed that the cause of the catheter disconnection was unknown. Representative reported that upon entry into the pump pocket, the physician could see the catheter revision connecting piece had come apart.

Manufacturer narrative:
Additional information provided confirmed that the cause of the catheter disconnection was unknown. Internal complaint number: (B)(4).